Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be myocardial infarction. It was not reported if the patient was performing pd therapy until the time of death. It was not reported if an autopsy was performed. The patient was not connected to the hc device at the time of death. An autopsy was not performed and the death certificate was not available. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.